Event description:
Pedicle screws were implanted during a posterior lateral fusion on (B)(6) 2010, and subsequently locking nut(s) loosened and were removed on (B)(6) 2010.

Manufacturer narrative:
Waiting for evaluation report.